Event description:
This spontaneous case was reported by an other and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods"), arthralgia ("chronic hip pain"), musculoskeletal pain ("muscle and joint pain") and autoimmune hypothyroidism ("autoimmune hypothyroidism") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (B)(6). On an unknown date, the patient had essure inserted. The duration of use was 3 years. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("allergy with nickel, disclosed a posteriori"), arthralgia (seriousness criterion hospitalization), musculoskeletal pain (seriousness criterion medically significant), autoimmune hypothyroidism (seriousness criterion medically significant), fatigue ("chronic tiredness"), malaise ("malaise, several episodes"), memory impairment ("memory gaps"), tinnitus ("tinnitus") and loss of libido ("loss of libido"). The patient was treated with surgery (unspecified surgery and hysterectomy). Essure was removed. At the time of the report, the menorrhagia, allergy to metals, arthralgia, musculoskeletal pain, autoimmune hypothyroidism, fatigue, malaise, memory impairment, tinnitus and loss of libido outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, autoimmune hypothyroidism, fatigue, loss of libido, malaise, memory impairment, menorrhagia, musculoskeletal pain and tinnitus with essure. The reporter commented: report received from lay press via media vendor within the scope of ¿implant files¿. Further company follow-up is not possible. Most recent follow-up information incorporated above includes: on 11-jan-2019: follow-up information received. Added patient¿s age, medical history and essure therapy duration. Added events myalgia, new episode of arthralgia, menorrhagia, fatigue, malaise, memory impairment, tinnitus, loss of libido, allergy to metals and autoimmune hypothyroidism. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.